Event description:
It was reported to bsc/target that during a clinical training when attempts were made to reposition the gdc 18-soft synerg detection circuit above four times the device detached unexpectedly. The condition of the pt was not affected by this event.